Manufacturer narrative:
D.4 serial number and primary UDI number are unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that they encountered difficulty inserting through the introducer. During impella cp implant, the right femoral artery was accessed with micro puncture and a short peel away was flushed and inserted via a stiff wire over the short dilator. The patient anticoagulated and the dilator was removed. The left ventricle was accessed with pigtail and table wire, which was exchanged for a 0.18 and attempted to deliver the primed impella. However, resistance was met at the iliac junction and the decision was made per the doctor to swap the short sheath for a long sheath. Therefore, the short sheath was removed, and a long sheath with dilator was advanced into the arteriotomy over the stiff wire. The left ventricle was re-accessed using pigtail and 0.35, which was exchanged again for a 0.18 and the pigtail was removed. The primed impella was able to be advanced through the long sheath and into the left ventricle, 0.18 in wire was removed and the impella was turned on. The patient survived.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned for evaluation. Difficulty inserting through introducer: clinical details noted that during pump insertion through the 14fr x13cm sheath, resistance was met at the iliac joint. Introducers were exchanged for 14fr x 25cm long sheath and pump was able to be inserted without issue. The cause of the delivery issue through the introducer could not be definitively determined as limited clinical details were provided. Device history lot: device lot: s9408481. Device history batch: subcomponent lot: n/a. Device history review: per qn #(B)(4) , introducer lot #s9408481 (qty=(B)(4) units) did not pass inspection due to qty = (B)(4) units not passing inspection due to contamination or damage to packaging. Qty = (B)(4) units were dispositioned as rtv, and qty=(B)(4) unit was dispositioned as accepted. Remaining qty=652 passed inspection checks.